Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with trace dlk (diffuse lamellar keratitis) in both eyes on the second post-op day. The steroid drops were increased, which resolved the dlk, and the uncorrected va is 20/20. This report concerns the patient's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).